Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (2gm, intraperitoneal, every 5th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued), tobramycin injection (40mg, intraperitoneal, once daily, discontinued), and fluconazole tablet (150mg, once daily) for peritonitis. Seventeen days after the event onset, the patient passed away. The cause of death was reported as due to a heart attack. It was not reported if an autopsy was performed. It was reported that the patient had not recovered from peritonitis prior to death. On an unknown date, prior to death, pd therapy was discontinued the catheter was removed and the patient shifted to hemodialysis. Hemodialysis was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gms), ceftazidime injection, (1gm), tobramycin injection (40mg), and flucanazole (150mg, once daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.